Manufacturer narrative:
(B)(4). Additional information has been provided by the customer where informed that the there is no patient involvement during the malfunction reported.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu), the backlight boards, and uploaded the latest software revision. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator upper display exhibited a half blank screen. There is no information about patient involvement. Additional information has been requested.